Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The ht command 18 st guide wire was advanced to the target lesion however upon manipulation and subsequent withdrawal, it was observed that the distal end of the guide wire had separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B5- procedure description was updated. H6 - health effect impact code 2199 was updated to code 4656; medical device problem code 1562 was updated to code 1528 and 2889. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficulty removing from coil dispenser and kink include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The ht command 18 st guide wire was advanced to the target lesion however upon manipulation and subsequent withdrawal, it was observed that the distal end of the guide wire had separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed reports, additional information was obtained. It was reported that during preparation, resistance was met removing the ht command 18 st guide wire from the coil dispenser. Once removed, a kink was noted. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.